Event description:
It was reported that a balloon leaked during testing. Another unit was used to successfully complete the procedure with no pt complications. This device was returned, evaluated and retained by this MFR. The eval indicated the shaft of the balloon was bowed. Microscopic examination revealed a pin hole located in the distal transition zone three millimeters distal to the distal radiopaque marker. The balloon surface was scratched. Balloon rupture or balloon leak is an anticipated event of angioplasty which has been associated with over-pressurization or use in a highly calcified lesion. This device displayed characteristics consistant with overpressurization, a bowed shaft under the balloon as well as contact with a sharp external souce, scratches on the balloon surface. Therefore, co does attribute this event to the device. Co directions for use state: "if lows of pressure within the balloon catheter occurs during inflation or if the balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. Inflation in excess of the rated burst pressure may cause balloon to tupture".